Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for essential tremor and movement disorder. It was reported their dbs implant was not working for the past year. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer stating they received the follow up letter but they have tremors and cannot fill out the form. They said they had a stimulator implanted in (B)(6) or (B)(6) but was not sure and did not know the year but thought 2018. The patient stated the stimulator quit working sometime before (B)(6) 2018 and had been unable to have a replacement yet due to other health issues. Their left hand was great but the right hand was terrible because the stimulator was not working. It was observed the patient did not seem to know dates or timelines of events.